Event description:
It was reported that the patient's care was withdrawn, and the patient expired while on impella support. Patient experienced supraventricular tachycardia and then went in to ventricular tachycardia. . Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04563 was provided in sections b1, b2, b5, d6, h1, and h6.

Manufacturer narrative:
The investigation into the side arm purge leak has been completed. The device was not returned for evaluation. However, the clinical report was evaluated. The cause of the sidearm purge leak was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the pump had a purge leak. The team effectively troubleshot the leak by using the purge bypass technique. There was no patient harm reported.